Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection confirmed that the strain relief/luer was detached. Detailed product information was asked and was not provided to bsc. Because the product batch/lot number is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
During a paroxysmal atrial fibrillation ablation, a farawave 31 mm - us was selected for use. During preparation, the device was opened and attempted to flush, however the lumen would not flush. The catheter was exchanged and the procedure was completed with no patient complications reported. The device was returned for evaluation and was received by boston scientific. Upon receipt at our post market quality assurance laboratory, it was noted that the strain relief/luer was detached.